Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker reported syncopal episodes. It was noted that the patient had sudden bradycardia response (sbr) episodes. Programming options were questioned. Technical services (ts) discussed sbr and programming options. It was felt that this was a patient condition issue; however, the physician was electing to reprogram the device and continue to monitor the patient.